Event description:
The foreign facility reported in 2009, that a patient was in surgery with a peripheral intravenous line when the anesthetist began to insert an arterial line and while doing so, one of the clearlink valves on the peripheral line fell off resulting in blood loss of approximately 100 mls. The doctor and nurse were starting the arterial line and no one noticed there was blood on the floor. The original incorrect information was received in 2009, when the customer reported the user was inserting an arterial line into the patient in the operating room (or) when the doctor realized the clearlink luer activated device on 1 port had detached and the patient lost 100cc's of blood on the floor. The report stated that unknown medical intervention was required. Although only 100 cc's of blood loss occurred in this adult, because intervention was required, this is deemed a reportable event.

Manufacturer narrative:
The sample was discarded by the customer.